Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 48 mm in diameter abdominal aortic aneurysm. It was reported that, approximately eleven years and seven months post index procedure a CT revealed that there was a stent fracture in the proximal body of the aneurx stent graft bifurcate. No intervention had been performed and the event was unresolved. Per the physician, the cause of the event was due to infrarenal aortic neck dilatation. The patient now had a thoracoabdominal aortic aneurysm. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Film evaluation results are: from the post-implant cta's provided, it was observed that the bifurcate main body had lost seal with the aortic wall. The aortic neck just below the renals had dilated to approximately 38x42 mm (flow lumen approximately 25x35 mm). The third stent strut appeared to have dislocated; there was radial offset observed between the second and third stent struts of the bifurcate main body, indicating possible associated suture breaks. No obvious stent fracture or endoleak was observed. The exact cause of bifurcate loss of seal, and stent dislocation could not be conclusively determined from the films provided. The pre-implant anatomy information, films at implant, and earlier post-implant films were not provided for comparison and review. Aortic neck dilatation along with high stent graft angulation near the bifurcate flow divider (approximately 80 degrees) may have contributed to the events.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.